Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 97 mg/dl and sensor glucose was 58 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 129 mg/dl and sensor glucose was 62 mg/dl at the time of call. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.